Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
New information received stated that the associated atrial lead was capped and not explanted. The reported event of loss of output was not confirmed in the laboratory. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). It was noted that the device was programmed in unipolar mode and handling the device during lead reset could have resulted in the no pacing period. The device was tested on the bench, and no anomalies were found.

Event description:
New information received stated that on (B)(6) 2020, the atrial lead was capped and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with symptoms of dizziness and chest discomfort in (B)(6) 2020. Upon examination, it was discovered that the atrial lead had dislodged and was confirmed via chest x-ray. On (B)(6) 2020, the patient was brought to the hospital for a lead revision procedure. The lead was successfully explanted and replaced. Upon connecting the new atrial lead to the pacemaker, it was noted that the device had no output. The device was then reprogrammed many times but still exhibited no output. Finally, the device was also explanted and replaced. The procedure was completed without any complications. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-11333.